Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure there were several attempts made to implant the left ventricular (lv) lead, problem encountered during affixation of the lead into the vein because the tip was at the end of the target vein - transition to the coronary sinus. Many turns of the tip were needed to feel resistance, and high thresholds were noted. The lv was re -positioned, and high impedance was noted in bipolar and unipolar mode. The physician decided to remove the lv, however once the tip was extracted the lead was unable to move. The physician performed a hard pull and the lead was withdrawn. After explant of the lv, it was noted that the guide wire could not be removed from the lumen of the lv. A different lv lead was advance for implant, and, high impedance was noted in bipolar and unipolar mode lv tip to skin. However, good measurements in unipolar lv ring to skin, as a result the lv was implanted in the position and programmed to unipolar configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.